Manufacturer narrative:
The investigation for the pump stop has been completed. No product or data logs were returned for evaluation. Clinical details noted that during insertion under fluoroscopy, physician faced resistance when placing impella through introducer sheath. Additionally, pump was not able to ramp up and stayed at p-0 with an "impella stopped" alarm. Pump was also attempted to be run at p-2 without success. As the pump was never able to be started up and run, the failure mode investigated was changed from "pump stop" to "pump did not start". An additional failure mode of "difficulty inserting/removing pump through introducer" as physician reported difficulty inserting pump through introducer. The root cause of the pump did not start cannot be determined as no logs or product were returned for evaluation. The root cause of the difficulty inserting/removing pump through introducer cannot be determined as no product was returned for evaluation and limited clinical details were provided.

Event description:
The complainant had a cp placed for a patient admitted in with a non-st elevated myocardial infarction and plan for multiple vessels / coronary artery disease. The pump had 0 flows and stopped. The team attempted to troubleshoot with automated impella controller replacement. The team eventually had to replace the pump itself. The patient survived the event.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿